Event description:
Olympus was informed that during an unspecified transurethral stone removal procedure, the ceramic insulation of the suspect medical device broke off and fell inside the pt's bladder while attempting to extract a large bladder stone. After the surgical team realized that the bladder stone is too large to be extracted via the urethra, the procedure was converted to open surgery (sectio alta). Here, the bladder stone as well as the ceramic insulation were retrieved from the pt's bladder. The procedure was reportedly completed without further complications and the pt was hospitalized. However, the hospitalization was not prolonged due to the defect/malfunction of the suspect medical device.

Manufacturer narrative:
The suspect medical device was not yet returned to the MFR for eval/investigation. Therefore the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unk. However, if the suspect medical device is returned for eval or add'l significant info becomes available, this report will be updated. Olympus submits this incident as a medical device report (MDR) in abundance of caution.